Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, multiple episodes of lead noise were observed. The lead was capped and replaced on (B)(6) 2016. There were no patient consequences.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the lead exhibited externalized conductors during the procedure.